Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on (B)(6)2024. The blockage was located in the tubing. The blood glucose level was 315 mg/dl with the presence of small ketones and the patient was treated with correction bolus via pump. Patient changed supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6002395 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction (wi) 3802038 guideline for test of reference samples version 12 for the code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to wi 4902301 version 39, 4902148 version 43 tests on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi 4802011 version10 test on returned reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6002395 was manufactured according to the document (B)(4) version 68 on the packing process in the machine l158, on 14/jul/2023, with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.